Event description:
It was reported that during a stenting treatment procedure, the stent became dislodged. The highly stenosed target lesion was located in the calcified renal artery. Pre-dilatation was not performed. Resistance was noted while advancing the 5.0x19x90cm express sd biliary stent system to the lesion and the stent dislodged at the ostium of the renal artery. An unknown snaring device was utilized to remove the stent from the patient. The lesion was then pre-dilated and the procedure was completed after successful implantation of another 5.0x19x90cm express sd biliary stent. There were no additional patient complications reported and the patient's status is ok.

Event description:
The field service representative reported the user received questionable calcium results from the integra 800. Of the data provided, the results for one patient sample were discrepant. The initial results were 10.8 with a data flag and 9.9 mg/dl. The sample was repeated on integra 800 serial number (B)(4) and the results were 9.1, 9.6 and 8.9 mg/dl. The user stated that no results were turned out to the unit before confirming the correct result. The patients were not adversely affected due to the discrepancies. The calcium reagent lot number was 62601901. The field service representative found there was contamination present in the fluidics system and performed corrective maintenance. To verify the analyzer operation, the user ran quality controls.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.